Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 3006705815-2021-05019, 3006705815-2021-05024, 1627487-2021-17613, 1627487-2021-17614, 1627487-2021-17615, 1627487-2021-17617. It was reported the patient experienced an infection. Surgical intervention took place wherein the system was explanted. Infection was treated with regular ab prophylaxis during surgery, plus extra rinsing with cefazolin during ipg implant plus 5 days of 600mg clindamycin 3dd. This was prolonged, later switched to floxapen.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.